Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the doctor said they lost control of the monopolar curved scissors (mcs). It was removed from the cavity by the instrumental trainer and it was found that the steel cable had broken. The mcs was immediately removed and replaced with another one. The procedure was completed with no reported injury.